Event description:
Customer reported her insulin pump had excessive no delivery alarms. Customer stopped using the device for two days and is now on manual injections. Customer's blood glucose is 200 mg/dl. During troubleshooting, the connection was verified. Insulin exited the tubing when manually pushed. Customer was advised the device was working as designed. Customer called back an hour later stating her blood glucose was 422 mg/dl, and when she went to bolus the device alarmed no delivery again. Customer declined further troubleshooting. She was advised to do a complete set change. Replacement infusion sets were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.